Event description:
It was reported during the completion of an ankle procedure the prw35 skin stapler was used to close the incision. 4/1/1998 faxed checklist received - skin not healed. Staples did not keep edges together, skin dehiscence, and steri-strips placed.